Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 6.00mm/90cm 2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured within the rated pressure for 8 seconds upon third inflation. The procedure was completed with another of the same device. No patient complications were reported.